Event description:
It was reported that upon removal of the iab from the tray, the balloon membrane unwrapped. As a result, a new kit was obtained.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There was blood on exterior surfaces of the iab. The teflon sheath was on the bladder approximately 7 cm from the distal tip. The one-way valve was attached to iab. Slide connector & datakey were attached to the fiber optix sensor (fos) cable. Fos was light level tested & passed. Sheath was removed from iab for further evaluation. Both the bladder & sheath measured within specification. A vacuum was pulled on the iab & held. A different guidewire was fed thru the central lumen without resistance. Iab was submerged & pressurized in water; there were no leaks detected in iab or bladder. A device history record re-review was conducted on the iab & it met all specifications & passed all in-process testing. Conclusion: the cause of the complaint could not be confirmed.